Event description:
It was reported that the customer was found unresponsive due to a low blood glucose level of 30 mg/dl. Paramedics were call and the customer was taken to the hospital. The customer declined to provide additional information regarding the issue.